Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a magnified examination of the returned complaint device revealed a longitudinal tear in the balloon material 3mm in length. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. Functional testing was completed using a kinetix .014¿ guidewire as the guidewire used in the clinical event was not returned for analysis. The outer diameter (od) was measured using a calibrated snap gage, the od of the guidewire was .0135¿. The kinetix guidewire was advanced through the threader catheter with no unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was further reported that the target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery (lad). The device was removed intact and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery (lad). The device was removed intact and the patient's status was stable.

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. This 1.2mm x 12mm threader was selected and inflated 3 times at 10 atmospheres (atm) and than at 16atm, 22 atm; however, on the 6th inflation the balloon ruptured as 26 atm after being inflated for 5 seconds. It was noted that at the time of the rupture, an unspecified guidewire was inserted into this device and became difficult to be operated due to flattening of the lumen. The procedure was completed with another of the same device. No patient complications were reported.